Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that downward pressure was necessary at the connection point in order for the accessory to work with the device; the link electronic module (lem) printed circuit board (pcb) assembly was replaced. Analysis also confirmed that the stylus touch-pen would not stay calibrated with the device; the bezel shield assembly of the device was replaced, and the stylus was recalibrated. Furthermore, the power supply of the device was noisy, and it was replaced. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that downward pressure applied where the radio frequency (rf) programmer head plugged into the programmer was necessary to maintain telemetry; attempting with a different rf head did not resolve the issue. It was also reported that the stylus touch-pen would not stay calibrated. The programmer has been returned for repair. There was no patient involvement.